Event description:
Customer called to discuss high blood glucose. The current blood glucose reading is 521 mg/dl. Customer stated that she was shaky and thirsty. Customer has treated with manual injection. During troubleshooting, customer mentioned that she was involved in an accident two months ago, x-ray and CT scans were completed. Customer was unconcious, she is unsure if the insulin pump was in the room. Displacement test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.